Event description:
The patient (pt) stated their back neurostimulator for pain has malfunctioned and it's been doing that for a while. Pt stated they have an appointment with their healthcare provider (hcp) tomorrow to reprogram it but they would like to get a rep in there to help them. Pt stated they got their implant on (B)(6) 2021. They reported that this was the serial/model # (B)(6) for their controller. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).